Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b2, b4, b5, g3, g6, h1, h2, h3, h6, h10. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates retained guide screw at the medial femoral condyle. Anatomic alignment of the arthroplasty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. After cutting guide fixation, the surgeon tried to remove the head screws from the guide and the patient's body. However, one of the screws could not be removed, surgeon decided to leave the screw in the patient body. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.